Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and to inform correction to section d4 (model no) . Please see section d4 for the update. Correction field: d4 from the initial MDR submitted- the model number is being updated from ch-s400-xz-eb to ch-s400-xz-ea. The correct model number is ch-s400-xz-ea. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found a bad cable. A definitive root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had no image. The issue was found during a therapeutic gynecology procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue was found during a therapeutic gynecology procedure. The procedure was completed using a similar device. There were no reports of patient harm.